Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that two pieces of the lead were returned. The lead was severed at approximately 7 cm from is-1 and approximately 46 cm from tip. An -x-ray was taken and did not yield any significant findings; there were no fractures seen in either section. Visual inspection showed signs of a lead abrasion at approximately 5 centimeters from the tip. Analysis determined that this was lead on lead abrasion. Resistance testing was completed with the 7 cm is-1 portion to assess lead electrical performance. Measurements throughout the testing were within normal limits. Resistance tests were not able to be completed with the tip section as the extracting stylet was returned inside the lead. No further analysis was able to be performed due to damage occurred during the explant procedure.

Event description:
Boston scientific received information that patient presented with complaints of dizziness and palpitations. Upon interrogation it was noted that the right ventricular (rv) and right atrial (ra) leads exhibited loss of capture at maximum outputs. There was also asystole greater than two seconds on the rv channel for this pacemaker dependent patient. The rv lead also exhibited increased pacing impedance measurements. A revision procedure was performed where the physician experienced difficulty removing both the rv and ra leads. Further investigation found that the rv lead was attached to the atrial lead. Subsequently the leads were laser extracted and the pacemaker remained in service. New ra and rv leads were successfully implanted. No additional adverse patient effects were reported.